Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 10-aug-2016 who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent birth control. Following the implant, plaintiff experienced ongoing pelvic pain, abnormal bleeding, dyspareunia and lower back pain. Two ablation procedures were done in efforts to alleviate these symptoms. Because of the symptoms that she was experiencing, plaintiff underwent surgery to remove the essure device in (B)(6) 2015. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal bleeding and ongoing pelvic pain. These both events are listed in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the events abnormal bleeding and ongoing pelvic pain and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (endometrial ablation and essure removal). Other nonserious events were reported. Product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), device dislocation ("migration of essure device") and pelvic pain ("ongoing pelvic pain") in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysterectomy. Concomitant products included celecoxib (celebrex). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with abdominal pain lower, pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), device expulsion ("expulsion of essure device"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectum pain") and abdominal distension ("lower quadrant abdominal with swelling"). The patient was treated with surgery (ablation) and surgery. Essure was removed. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device expulsion, vulvovaginal pain, proctalgia and abdominal distension was resolving and the dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, proctalgia, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, lot number received, concomitant condition added, events added as follows: device dislocation, vaginal haemorrhage, menorrhagia, dysmenotthoea, device expulsion, vulvovaginal pain, abdominal pain lower, proctalgia, abdominal distension.essure legal manufacturer has changed from bayer healthcare, (B)(4) to bayer healthcare, (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), device dislocation ("migration of essure device") and pelvic pain ("ongoing pelvic pain") in a 49-year-old female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysterectomy, gerd, cholecystitis infective, neck pain, back pain, osteoarthritis, bursitis and insomnia. Concomitant products included celecoxib (celebrex), cyclobenzaprine, hydrocodone, propacet (darvocet), venlafaxine (effexor) and zolpidem tartrate (ambien). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 6 years 1 month after insertion of essure, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with abdominal pain lower, pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectum pain") and abdominal distension ("lower quadrant abdominal with swelling"). The patient was treated with surgery (ablation) and surgery. Essure was removed. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device expulsion, vulvovaginal pain, proctalgia and abdominal distension was resolving and the dyspareunia, back pain and weight increased outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, proctalgia, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: unwound coils were noted trailing into the uterine cavity. 22 unwound coils were seen trailing into the uterus diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-jul-2009: unilateral occlusion (left tube occluded) on (B)(6) 2009, hysterosalpinogram showed the right essure device appears appropriately positioned while the left fallopian tube remains patent. Patient's current weight 145 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: pfs received. Concomitant condition, concomitant drug were added. Added event weight gain. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), device dislocation ("migration of essure device") and pelvic pain ("ongoing pelvic pain") in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysterectomy. Concomitant products included celecoxib (celebrex). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with abdominal pain lower, pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), device expulsion ("expulsion of essure device"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectum pain") and abdominal distension ("lower quadrant abdominal with swelling"). The patient was treated with surgery (ablation) and surgery. Essure was removed. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device expulsion, vulvovaginal pain, proctalgia and abdominal distension was resolving and the dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, proctalgia, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: unwound coils were noted trailing into the uterine cavity. 22 unwound coils were seen trailing into the uterus diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) on (B)(6) 2009, hysterosalpinogram showed the right essure device appears appropriately positioned while the left fallopian tube remains patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Follow-up received on 15-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal bleeding and ongoing pelvic pain. These both events are listed in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the events abnormal bleeding and ongoing pelvic pain and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (endometrial ablation and essure removal). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.